Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device is not available for evaluation.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the dura of the patient may have been torn. It was reported that the drill kicked, and the attachment switched from the run to the load position. It was reported that the procedure was completed successfully with a backup device. The healthcare facility was unable to provide any additional information regarding the reported event.